Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that patient follow up approximately 12 years later showed aneurysm enlargement to 70mm diameter and it was also noted the right limb was suspected to be no longer sealed in the common iliac artery. Intervention was performed the following day. The physician coiled the right hypogastric and extended the existing 16mm limb of the bifurcated stent graft in the right common iliac artery across the hypogastric and sealed in the right common iliac artery and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.